Manufacturer narrative:
D10 concomitant product: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot#40300346x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total mesorectal excision case of lower advanced rectal cancer under transanal approach, after 2 hours after use, an error was emitted and the indicator turned to red, making it no longer usable. On the first one, there was a mark that looked like something got stuck, but it did not come off and nothing fell into patient's cavity. Changed the battery and generator and using the same dissector but error did not change. Another dissector was taken out and used the first batch battery and generator but same error still occurred. So it was tried to use the 2nd dissector using the 2nd batch of battery and generator but the error still occurred again. In the end, it became unusable and a non-medtronic device was used. After the surgery, a third dissector was used and used both batteries and generators and it worked without any problems. So it was determined that the issue was only on the 1st and 2nd dissector. Photo observation was showing dents and scratches on the dissectors' active waveguides. Photos were submitted showing 1 dissector being chipped and the other had detached spring. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the spring and mandrel cap disconnected from the device. Damage was noted on the mandrel, and on the waveguide of the device. The device showed evidence of use. It was reported that an error was emitted and the indicator turned to red. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if it come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.